Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis and high blood glucose. Troubleshooting was performed and the insulin pump passed all tests. It was discovered that the time on the insulin pump was not correct. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.